Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was not interrogating, slow at booting up, and not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the interrogation issue; the programmer intermittently was not able to interrogate devices non-wireless. Rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the slow boot up; the programmer took 1 minute and 48 seconds to boot. Hard drive was reconfigured and software reloaded to resolve boot up issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.